Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2013 due to dislocation of the hip. The acetabular constrained liner and constrained head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-01740 / 01741).